Manufacturer narrative:
(B)(4).

Event description:
It was reported that a coating issue occurred. A hornet guidewire was selected for use for a percutaneous transluminal coronary angioplasty procedure in the left main artery. Once the wire was in the body, the wire was removed for re-shaping and wiping. It was noted that the balloon coating wiped off. The procedure was completed with a different device. There were no patient complications or injuries reported.